Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that titanium tip was broken during procedure. The broken piece was retrieved by forceps and was discarded. Two devices have same issue. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2020. Device analysis: the device was received with the blade retracted into the tube the blade was not fixed to the device and was able to slide out from the device. The device was connected to a gen11 and it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. Due to the condition of the device only partial functional testing could be conducted. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. In addition the retention pin was missing, causing the blade to become detached from the device. The shrouds also showed possible signs of having been opened previous to our analysis. This is evidence of possible reprocessing. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.